Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, the customer reported "faulty air in line sensors" was not reproduced. A review of the event history log (ehl) revealed multiple occurrences of air-in-line alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upstream sensor out of specification. The ultrasonic sensor requires calibration to address this issue. While testing the device an additional issue of low audio on high volume was experienced. The rear case will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had faulty air in line sensors. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.